Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the circulating nurse opened packaging. The styrofoam padding was stuck to the pull tab. The styrofoam pulled off partially almost compromised the sterile implant.

Manufacturer narrative:
(B)(4). The packaging have been returned to biomet UK ltd for evaluation. The visual inspection has confirmed the reported issue. Device history record (DHR) was reviewed and no discrepancies were found. A review of the complaint database has found no similar complaints reported with this item # / lot # combination. A trend has been identified regarding issues with the tyvek lid sticking to the top foam on various implants, which cause the implant to fall out of the blister pack when opened in surgery. As a result of this trend an (B)(4) has been initiated. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The foam padding is stuck to the tyvek lid.